Event description:
Multiple complaints regarding bd safetyglide needle 25g x 1 (0.5 mm x 25 mm). Needle bent when drawing up medication. Needle hard to push through patient x2. Another rn states needle straight but had to push hard to get into patient, needle came out bent.